Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the device allegedly had septum turned up. It was further reported that port could not backflow or inject water. There was no reported patient injury.

Event description:
It was reported that sometimes post a port placement, the device allegedly had septum turned up. It was further reported that port could not backflow or inject water. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Gross visual, microscopic, tactile and functional testing were performed. The port septum was noted to be partially dislodged from the port body. A leak from the dislodged port septum was noted upon infusion. No water was observed exiting the distal end of the attached catheter. Aspiration was attempted but was unsuccessful as only air returned into the attached in-house syringe. The manufacturing site evaluation states, no abnormalities were observed in the suture plugs, the septum was observed to be partially detached from the port body. A functional test consisted of infusing water into the port through an infusion set, which revealed a leak from the port septum when attempting aspiration, it was unsuccessful as only air returned. Therefore, the investigation is confirmed for the reported septum turned up, suction problem and difficult to flush issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.